Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the threads of the healicoil anchor broke during insertion into the bone during a rotator cuff repair procedure. All materials of the broken anchor were removed from the patient. After a delay of 30-60 minutes, the procedure was completed using a backup device. No additional bone holes were drilled. No patient injury or complications were reported.